Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system were used in the stomach during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician advanced the tip of the catheter of the delivery system 3-4 centimeters into the pseudocyst; however, when the physician deployed the distal flange of the stent, the distal flange deployed in the stomach. It was also noted that the tip of the catheter had separated from the delivery system into the pseudocyst. The physician attempted to dilate the stent placement site using a balloon over a guidewire (manufacturer of balloon and guidewire unknown); however, this reportedly caused a perforation. The perforation was treated using an ovesco clip. The patient underwent interventional radiology, during which the tip of the catheter was retrieved from the pseudocyst. There were no patient complications reported as a result of this event. The patient was reported to have been released from the hospital.

Manufacturer narrative:
Updated with additional information received in user medwatch # (B)(4).

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system were used in the stomach during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician advanced the tip of the catheter of the delivery system 3-4 centimeters into the pseudocyst; however, when the physician deployed the distal flange of the stent, the distal flange deployed in the stomach. It was also noted that the tip of the catheter had separated from the delivery system into the pseudocyst. The physician attempted to dilate the stent placement site using a balloon over a guidewire (manufacturer of balloon and guidewire unknown); however, this reportedly caused a perforation. The perforation was treated using an ovesco clip. The patient underwent interventional radiology, during which the tip of the catheter was retrieved from the pseudocyst. There were no patient complications reported as a result of this event. The patient was reported to have been released from the hospital.